Manufacturer narrative:
The patient did not participate in a trial phase with nalu. The permanent nalu system was implanted immediately upon removal of a similar short term neuromodulation system. The therapeutic effects from the previous system are unknown to the firm. It is possible that the placement of the nalu system was not appropriate to target the source of pain. It is also possible that this patient simply did not respond well to neuromodulation due to factors that are unknown to the firm. There has been no allegations or indications that the nalu system failed or malfunctioned. Cause of the lack of effect is unknown with the information available to the firm.

Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 to treat lower back pain. Patient initially reported receiving pain relief, however subsequently reported loss of relief. Field investigation determined that the implanted leads had migrated away from the intended target. On (B)(6) 2024 a surgical procedure was performed to move the leads back to the intended location. No components were replaced during the procedure and all original components remain implanted. See MDR 3015425075-2024-00274. After the revision the patient continued to report not receiving adequate pain relief and ultimately requested to remove the system. On (B)(6) 2024 a full system explant was performed. The explanted device was discarded by the medical facility and not available for inspection by the firm.